Event description:
It was reported that the patient's pump was not working. The patient had a brain tumor and was in a lot of pain. It was thought that drug wasn't being delivered as the device reservoir had been found to be full at the patient's refill. It was also reported that the patient was suicidal because she was in so much pain. The drug being used in this system was unknown no further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient continued to have a lack of effect. The patient's healthcare provider (hcp) indicated that the patient had fentanyl 100mcg/ml at 5mcg/day and bupivacaine 2mg/ml at 0.09mg/day. It was noted that the patient's dosage was decreased at a visit on (B)(6) 2013 because the 'bupivacaine was giving her unwanted side effects.' It was noted that the patient was due for a refill in about three months. The hcp stated that 'no matter what they do, increasing or decreasing, the patient said that the pump was not working for her and gives no pain relief.' It was also noted that they had also tried switching medications, but 'that was not working.' The hcp indicated that the patient was not having any volume discrepancy issues, and that she had not had a full reservoir when she came back for a refill. When the patient was seen on (B)(6) 2013, the hcp indicated that the patient had not mentioned anything about suicidal thoughts or that she was having any issues. It was noted that no MRI's, CT's, or dye studies were performed. The hcp stated that there was no plan moving forward because there were no issues to address other than the patient complaining about not getting any relief. Telemetry indicated that the patient's fentanyl was decreased to 5mcg/day on (B)(6) 2013, and that the pump was reprogrammed to minimal flow rate on (B)(6) 2013. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type catheter; product ID 8596sc, serial# (B)(4), product type catheter.